Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, what could be a hair, as initially reported, is observed within the syringe. Without the physical sample, the composition cannot be verified, therefore the specific origin cannot be confirmed at this time. A device history review was performed for the reported lot 2210032, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this event. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no hair or other contamination was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out without issue. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we cannot identify a direct issue, it is likely this incident occurred during the manufacturing process. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: when the patient was injected, the doctor removed the syringe to withdraw the ranibizumab injection, and found there was little hair in the syringe, so the patient couldn 't be injected.